Event description:
It was reported that pump displayed malfunction alarm without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm occurred again.